Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the incident. A technical support specialist (tss) confirmed that the user was unable to provide access to the stations as user were only available on another computer. After multiple attempts, no repair actions could be performed. The tss agreed to follow up once remote access to the stations was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, error message as unload & deleted controlled medication on few stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.